Event description:
Healthcare professional reported left side "gel coming out in an area of the skin where there are no incisions or cuts, and in which the gel comes out." Healthcare professional later reported "patient with open skin of approximately 2 square centimeters with clear extrusion of the implant, which after surgery is detected ruptured and with gel leakage" and "found clear capsular contracture" baker grade iii. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified a broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reported events of capsular contracture, drainage, and extrusion are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture, drainage, extrusion, and capsular contracture, baker grade iii.